Event description:
The customer reported that at 18:47 there was a 'pacer not capture' alarm in the history, but staff said there was no alarm at the central station. There were heart rate alarms that happened at 18:43. Additional alarms at 18:51, 19:10, and then the pt coded at 19:23. The pt expired.